Event description:
It was reported that when using the bd pyxis¿ es server main drawer 4.2 was not sending replenishment messages to logistics. The user indicated that for several days, the same medications have continued to appear on the stock-out report; however, replenishment requests were not being transmitted. The user also noted that this drawer may have been recently serviced or replaced and suspected a possible communication issue. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.